Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. At the time of the event, the customer was relying on manual injections for insulin therapy rather than the pump. Blood glucose was not impacted. Customer reported that the button began working appropriately.